Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer(r) eclipse" blood collection needle experienced the hub separating from the device. The following information was provided by the initial reporter. The customer stated: there was hub/collar separation. As the customer was placing the needle in the needle holder, the cap on the white safety guard came off."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for hub collar separation with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of hub collar separation through corrective and preventive actions (CAPA) (B)(4). H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle experienced the hub separating from the device. The following information was provided by the initial reporter. The customer stated: there was hub/collar separation. As the customer was placing the needle in the needle holder, the cap on the white safety guard came off."